Event description:
Discordant, falsely low phenobarbital results were obtained on an advia centaur xp instrument on one patient sample. The discordant results were not released to the physician(s). The sample was repeated on the same instrument and resulted as expected upon initial and last run and falsely low upon second and third repeat. The initial result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low phenobarbital results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and adjusted the sample probe position. Precision was run after adjusting the position and the instrument is within specification. The cause of the discordant, falsely low phenobarbital results is an improper sample probe position. The instrument is performing according to specifications. No further evaluation of the device is required.